Event description:
Affiliate reported a wrong value of the sensor just after calibration. The pressure value recorded is not accurate. As a result the sensor was change.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the devices are not available for evaluation. Without the devices it is not possible for codman to conduct a proper investigation. Since lot numbers have been provided a review of the manufacturing records have been conducted and they revealed that the devices conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the devices are returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.